Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, a left knee polyethylene exchange due to mid flexion instability for this (B)(6) patient. This was about 2 years out from initial surgery and the original removed insert 9mm thick and was replaced with a 15mm thick insert. Attached an image of an x-ray and the removed insert. It is unknown if the device will return.

Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. As reported, a left knee polyethylene exchange due to mid flexion instability for this 59 y/o patient. This was about 2 years out from initial surgery and the original removed insert 9mm thick and was replaced with a 15mm thick insert. Attached an image of an x-ray and the removed insert. It is unknown if the device will return. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the instability issues and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.